Event description:
Reoperation was performed 21 days postoperatively for suspected endocarditis and paravalvular leak. Patient's sternum was debrided. Patient expired and primary cause of death was believed to be paravalvular leak, although no autopsy was done. Cultures were negative in aug. Echo has shown dehiscence of mitral valve and vegetation or thrombus.